Event description:
On (B)(6) 2013, the lay-user/patient contacted animas report that he has a history of daily low blood glucose readings. About one month ago, he was admitted to the hospital after he was unresponsive with a blood glucose reading of 15 mg/dl. He was taken to the hospital where his blood glucose was corrected to 200 mg/dl. Subsequently his blood glucose was overcorrected and was elevated to 450 mg/dl before he left the ER. At the time of the call, the patient remained on insulin pump therapy while his current blood glucose reading is 163 mg/dl. During troubleshooting, the patient did not make any implication of a product malfunction. The date and time was confirmed to be accurate. The patient¿s hcp is aware of his hypoglycemic condition. There was no exposure to x-ray. This complaint is being reported because the patient has unexplained hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.